Event description:
It was reported that an intermittent minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence with multiple cartridges. The cartridge was reloaded to resolve the issue. Customer¿s blood glucose level was over 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.